Event description:
While the orthopedic surgeon was suturing the pt's left rotator cuff during a left rotator cuff repair, the very tip of the suturing needle broke off. The wound was irrigated with saline solution, and an x-ray of the left shoulder was negative for a foreign body.